Event description:
Same case as MFR report #: 2134265-2009-03577. Same pt as MFR report #: 2134265-2009-02760. Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure a dissection occurred. The procedure treated the first and second diagonals of the lad (left anterior descending) with a 2.75x16mm taxus liberte stent resulting in less than 30% residual stenosis. During predilation with a maverick2 balloon a dissection of the first diagonal occurred. No treatment was performed due to the small caliber of the vessel involved. The pt was asymptomatic. No further complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.